Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had software error detected. The customer¿s blood glucose was 131 mg/dl at the time of incident. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer report self test passed. Customer report pump error occur second time. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Software error confirmed in downloaded insulin pump history due to software error.